Manufacturer narrative:
Section d: 1, 2, 2b, 4 model, catalog, serial numbers.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 154 mg/dl. Customer reverted to using another pump for insulin therapy.